Manufacturer narrative:
At this time, product has not yet been returned. It has been determined that there was no indication that the product did not meet specification. The sensor kit expiration date is 31-dec-2021 and the adverse event occurred on (B)(6) 2022, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a sensor error message with the adc device. The customer was contacted and reported that due to being unable to obtain sensor readings, they developed symptoms of shaking, weakness, and loss of consciousness. The customer was treated with juice by spouse. There was no report of death or permanent injury associated with this event.